Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had over delivery. The customer¿s blood glucose level was 101mg/dl. The customer¿s blood glucose at the time of the incident was unknown and the current was also unknown. The troubleshooting was performed for the low blood glucose over delivery. The device will be returned for the analysis.